Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the electrode belt was unable to undergo incoming functional testing. The trunk cable wires were pulled from the p702 connector, damaging wires and trunk cable connector j702 on the distribution node pca. In addition, the distribution node and front therapy electrode had been removed. The belt exhibited other physical damage. The root cause for the extensive physical damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing.